Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing corporation. The reported problem (non-functional response buttons) was confirmed. Upon investigation the front and rear response buttons were functioning intermittently. The cause for the defective response button was intermittent response button switches. The root cause for the intermittent switches could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had response buttons that were non-functional.